Manufacturer narrative:
Evaluation summary: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, it was difficult inserting the third trocar at the beginning of the case. Two other trocars/cannulas had already been inserted. Pieces of the blue trocar sheared off during insertion and got embedded in the patients tissue. They were unable to remove all the sheared off pieces of the trocar from the patient. The device would not fire after insertion into the patient. Patient status: recovering normally.